Manufacturer narrative:
The device was not returned for evaluation, but the logs were provided for review. The customer's report was observed. However, without receipt of the device, root cause could not be obtained using the logs alone. The device should be serviced to clear the error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.